Event description:
The physician was using a complete se stent to treat a lesion in the left common iliac artery. The lesion exhibited little tortuosity, little calcification and was a chronic total occlusion (cto). The complete se was inspected and prepped prior to use with no issues noted. While deploying the stent in the cto of common iliac artery, a portion of the stent come out through the skin and the middle portion of the stent remained undeployed (the distal end of the stent prematurely exited the sheath of the delivery system prior to the physician starting the deployment process with the handle). Arteriotomy was carried out and the entangled stent was removed. Another stent was deployed. No further patient complications reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation, results: root cause undetermined; no results available since no evaluation performed- device or procedural images not provided for review; inherent risk of procedure - perforation; patient¿s condition affected effectiveness of device -chronic total occlusion; no device returned. Conclusion: unable to confirm complaint - device or procedural images not provided for review; root cause undetermined; inherent risk of procedure - perforation; device failure/lack of effectiveness related to patient condition -chronic total occlusion. (B)(4).

Event description:
Additional information received confirms that during arteriotomy, approximately 3cm of the stent was removed from the patient and the remaining 9cm of the stent remains in the patient¿s body. It was confirmed that the 3cm portion of the stent was cut during the pr ocedure. Evaluation summary: a portion of the stent (approx. 3.5cm) was returned for evaluation. A number of struts appeared fractured at the other end of the stent. The delivery system was not returned. The stent had been cut. It was confirmed that the portion of the stent was cut during the procedure.